Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 58 mg/dl. Reportedly, the customer had delivered too much insulin when delivering a correction. The customer drank juice to stabilize bg levels. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.